Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: analyst reviewed the pictures provided with the medical records received on 8/20/2015. Part number for the cup is being updated and the screw is being changed to a implant fracture. This complaint was updated on 10/19/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, difficulty ambulating, limited range of motion, elevated cobalt and chromium levels, and amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue, and bone. Update 8/20/2015: pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and the liner was unable to be disengaged from the cup. The cup was revised. Within the medical records there are several pictures of the explants and one of the screws removed had been stripped-confirmed via the revision operative note. An unknown screw is being added to the complaint. No primary operative note/sticker sheet was provided. Part/lot is being updated for the liner and head. The complaint was updated on: 9/17/2015

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previously alleged, ppf alleges metal wear, metallosis and elevated metal ions. After review of medical records for MDR reportability, there is no new information provided. Doi: (B)(6) 2005; dor: (B)(6) 2014: right hip.